Manufacturer narrative:
(B)(4).

Event description:
It was reported the pump was eroding though the abdominal skin. The pump was visible externally. There was no drainage, redness, warmth, or other signs of infection at the pocket. A replacement occurred as a result of the event. A new pump was relocated to a new pocket superior to the existing. The existing catheter was reattached, but there was no flow in the catheter and no cerebrospinal fluid (csf) return when aspirating from the catheter access port (cap) or the catheter within the pocket. The existing catheter spinal segment was cut and tied off in the abdominal pocket. The catheter remains inactive and in the intrathecal space and the proximal segment was removed. A new catheter was placed in the intrathecal space and was tunneled to the new pocket. The patient had not had any volume discrepancies at refills and had denied any signs or symptoms of withdrawal or inadequate dosing. The patient status at th e time of this report was ¿alive ¿ no injury.¿ it was later reported the cause of the pump eroding though the abdominal wall was believed to be due to pressure from the patient¿s belt against the pump. The catheter revision resolved the issue with csf flow. The patient was receiving effective therapy as of post-op day one. The drug being delivered via the device system was lioresal. If additional information was received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).